Event description:
A clinical director reported that during a vitreo-retinal procedure, the surgeon could not get the laser to burn on. Another laser was used to complete case. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and was unable to replicate the customer's reported event, as the laser booted up normally. The company rep replaced the keyswitch cable assembly as a preventive measure. The system was then tested and met product specs. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause of the customer reported event could not be conclusively determined as the system was found to meet specs. (B)(4).